Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device was at elective replacement indicator (eri) and premature battery depletion was suspected due to high outputs. Also the right atrial (ra) and right ventricular (rv) leads both had low impedance. It was also noted that the rv lead had a high threshold and that the ra threshold could not be tested due to the patients atrial fibrillation. The device was explanted and replaced and both leads were capped and replaced. No patient complications have been reported as a result of this event.